Event description:
"Twin b" male with gastric perforation while on fisher paykel CPAP +6. Twin brother a, who was also on fisher paykel CPAP, had a gastric perforation on same day. Pt: 2001. Device: 2993. Ref: mw5188119.